Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported unable to prime were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime. The tubing set was to be used to deliver 200ml of total parenteral nutrition (tpn), at an unspecified rate, for a duration of 18 hours, via a gemstar pump. It was reported that during priming of the tubing set, solution would fill the air eliminating filter of the tubing set; however, the solution would not flow past the air eliminating filter. At this time, the customer contact reported that an unspecified volume of air was noted in the air eliminating filter of the tubing set. The tubing set was replaced. It was reported that approximately three hours after the intended start of the delivery, the therapy was initiated. Though requested, no add'l info was provided.